Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotentials oversensing while doing his hair after a shower. During the follow-up visit, all 3 vectors were tested, and attempts were made to reproduce the noise. Noise was observed in the primary and secondary vector. There was almost no noise in alternate vector compared to the other vectors. There was another, untreated episode as of today with similar signals. The device was reprogrammed to alternate vector and data analysis was requested. Data analysis was performed, and boston scientific technical services observed the inappropriate shock due to oversensing of myopotentials, smaller t-wave amplitude and recommended that the alternative vector is a good choice. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotentials oversensing while doing his hair after a shower. During the follow-up visit, all 3 vectors were tested, and attempts were made to reproduce the noise. Noise was observed in the primary and secondary vector. There was almost no noise in alternate vector compared to the other vectors. There was another, untreated episode as of today with similar signals. The device was reprogrammed to alternate vector and data analysis was requested. Data analysis was performed, and boston scientific technical services observed the inappropriate shock due to oversensing of myopotentials, smaller t-wave amplitude and recommended that the alternative vector is a good choice. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.